Event description:
The customer reported being hospitalized due to high blood glucose over 600mg/dl by the time the paramedics were called. The customer experienced vomiting for about twenty four hours prior her admission. Troubleshooting was performed. The customer mentioned that the insulin pump was cracked at upper hand right of the screen. Advised the customer revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corner. However, a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.